Event description:
It was reported that a novum iq large volume pump an issue with the ac power disconnecting. This issue was described as, ¿ac disconnected with new power adapter on unit¿. It was unknown if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the power wiring harness was physically damaged. The ac adapter was tested on another functioning pump and was found be working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a damaged power wiring harness. To correct this issue, repair actions will include replacement of the power wiring harness. Should additional relevant information become available, a supplemental report will be submitted.